Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during the spine surgery, the surgeon had no arthroscopic view when using the device with suction and pump, as the device caused severe turbulence in air bubbles. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.